Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer indicated that he removed his old site and that the site continued to leak a clear fluid for the entire day. The customer's blood glucose level was unknown. The customer is unsure if it is insulin or not but the customer stated that they had changed the set on the insulin pump and the pump works as designed.